Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced loss of stimulation due to the ipg being inoperable as the patient did not charge the ipg for significant amount of time. A sjm representative confirmed the communication issue between the ipg and multiple external devices. As a result, surgical intervention was taken to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).